Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported dislodgement was confirmed, the stent was returned off of the delivery system. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined; however, factors that may contribute to a stent dislodgement include, but are not limited to, interaction with accessory devices, inadvertent mishandling during preparation, deployment technique, crimping, and/or anatomical characteristics. Based on the information provided and because the delivery system was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Additionally, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the right coronary artery (rca). Reportedly a 4.0x12mm xience skypoint drug eluting stent (des) was advanced into the anatomy; however, it was noted that the stent dislodged from the balloon outside of the guiding catheter. The dislodged stent was removed with a snare device. A 4.0x38 mm xience skypoint des was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.